Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment during vt and one inappropriate treatment in response to nsvt. At 08:25:31, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 30 bpm with nsvt. The patient's post-shock rhythm was nsvt. At 08:26:27, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 130 bpm with CPR/motion artifact. The patient's post-shock rhythm was vt from 120-130 bpm. At 08:28:08, the patient's rhythm was vt at 130 bpm degrading to idioventricular rhythm @ 20 bpm with nsvt, motion artifact and electrode lead falloff. At 08:29:58, the device was shutdown. Per continuous ECG recording the patient was in an idioventricular rhythm from 40-30 bpm with CPR/electrode lead fall off when the device was shutdown.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment during vt and one inappropriate treatment in response to nsvt. At 08:25:31, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 30 bpm with nsvt. The patient's post-shock rhythm was nsvt. At 08:26:27, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 130 bpm with CPR/motion artifact. The patient's post-shock rhythm was vt from 120-130 bpm. At 08:28:08, the patient's rhythm was vt at 130 bpm degrading to idioventricular rhythm @ 20 bpm with nsvt, motion artifact and electrode lead falloff. At 08:29:58, the device was shutdown. Per continuous ECG recording the patient was in an idioventricular rhythm from 40-30 bpm with CPR/electrode lead fall off when the device was shutdown.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.